Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) the reportable event of surgery and the additional intervention performed by the use of intravenous antibiotics.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection and presented with an open wound of the device incision. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv was explanted.